Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection found that the fiber body was broken into two pieces, the connector was separated from the fiber body. Also, the fiber tip was degraded, and the fiber was recognized by the console. Therefore, the complaint against the fiber not recognized was not confirmed. It is likely that procedural conditions of the device during set-up, use or reprocessing contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. The device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. The labeling review found that the product IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Based on all this information, the investigation conclusion code assigned is cause traced to component failure which indicates: expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during holmium laser lithotripsy of right ureter preparation, the fiber could not be recognized. The procedure was completed with another of same device. The patient condition following procedure was stable, there was no patient complication. The fiber was returned for analysis and investigation found that the fiber body was broken into two pieces and the connector was separated from the fiber body.